Event description:
During asnis micro surgery, k-wire could not be removed from drill after drilling. The surgeon used another new k-wire and drill.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that 3.0mm asnis micro, cannulated drill 2.1mm, ao coupling was alleged of issue s-36 (component / device stuck) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the presence of some bio-residues between the cannulated drill and the k-wire. Once removed manually, the k-wire at issue could successfully pass through the cannulated drill. Please note that the instruction for use (90-01972 rev e 01-2014 asnis micro instruments ifulowres) states the following: users have to ensure the cleanliness of the cannulation of the instrument pre-, inter- and post operatively to make sure that bone debris does not accumulate and to reduce the risk of instruments binding on the guide wire. Once applied, single use products should never be reused and therefore must be discarded at the end of a surgical procedure, even if they appear to be undamaged.¿ the device inspection revealed the following: the devices resulted stuck one in the other. The cannulated drill didn't show any anomalies. The dimension important for this complaint (inner cannulation diameter) has been measured and resulted according to drawing specifications (range 1.22mm÷1.32mm) some bio-residues have been found to cause the jam between the two devices. Once removed manually, the k-wire at issue could successfully pass through the cannulated drill. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During asnis micro surgery, k-wire could not be removed from drill after drilling. The surgeon used another new k-wire and drill.